Event description:
It was reported that at the implant procedure, the right ventricular (rv) lead was placed in two different locations but both locations were rejected due to high impedances. After the 2nd attempted placement, the physician was unable to insert the stylet completely into the lead. A fracture was suspected, so the lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal lv (low voltage) e lectrode of the lead was covered in blood. (B)(4).